Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported thermal event. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
It was reported by the patient that the omnipod personal diabetes manager (pdm) was overheating while charging. It was also reported that the top left hand corner of the pdm looks "scrunched up" and there's a crack on the corner.